Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected complaint sample was evaluated and the reported event was confirmed. One g7 prov hi-wall liner 36mm f and one g7 prov 10 deg liner 36mm f were returned and evaluated. Upon visual inspection zb180501 has a fracture near the screw location and the threads show damage. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03701. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total hip procedure the trial liner plastic is wearing away where the screw in sits. Case went well nothing left in the patient. Attempts have been made, and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.